Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. Performance testing was conducted and the needle met all specifications. The customer complaint could not be verified and no failure was found with the needle. The procedure was completed with no injury to the patient.

Event description:
Prior to a cryoablation procedure, the system and 4 iceforce needles tested fine with no issues to report. During the 2nd freeze cycle, the doctor noticed the shaft of one of the needle started to collect ice on the shaft. The patient's skin was covered with saline to prevent skin burn. The procedure was completed as expected with no injury to the patient.